Event description:
It was reported the patient had a loss of therapeutic effect. The patient had previously increased stimulation when their symptoms returned. For a couple of weeks, the patient had noticed a pulsing in their foot that was noticeable when holding their foot. The pulsing would cycle between ten seconds on and ten seconds off. Stimulation was too high, as the patient experienced discomfort and pinching. The patient had already tried all four programs. Two weeks later, the patient had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2015 was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08ad6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).